Manufacturer narrative:
(B)(4). The reported event was unknown; however, a system error 2098 was identified during a review of the event history log. An internal/external inspection and electrical testing were performed and did not reveal any issues related to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During returned instrument testing evaluation (rite) functional testing, the door piston was found to be cracked. The cause of the reported issue was determined to be the cracked door piston which was to be scrapped. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified alarm. The patient was not connected at the time of the alarm. This occurred during an unknown cycle of peritoneal dialysis therapy. The technical services representative arranged for a swap of the homechoice device. There was no patient injury or medical intervention associated with this event. No additional information is available.